Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor for evaluation. The reported problem (unable to complete a baseline) has been confirmed. Upon evaluation, the monitor was unable to complete a baseline recording. The cause for the failure was isolated to a defective computer analog board. The root cause of the defective c/a board was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to complete a baseline recording.